Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6)2020,explanted: (B)(6)2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-feb-2021, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (13.8 mg/ml at 5.5 mg/day), bupivacaine (22.5 mg/ml at 8.9 mg/day), and clonidine (562 mcg/ml at 224 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient experienced a loss of therapy efficacy. A dye study was attempted (B)(6) 2025, but they were unable to aspirate from the cap (catheter access port). During the procedure on (B)(6) 2025, the pump volume was checked and there was a high residual volume (actual 38 vs expected 20.9). The catheter was revised by replacing the pump connector segment. Following the revision, the pump dose was reduced. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.